Event description:
Litigation alleges patient had intermittent pain, soreness and discomfort which progressed, grinding sensation and clicking noises, difficulty walking and performing routine activities, and elevated metal levels after asr hip implant.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: elevated metal ion levels; pain; blushed bursitis; greater trochanteric synovium with a metallic blush; very light blush in the tissues of the hip joint which communicated with the joint; synovial reaction. The information received does not change the MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Manufacturer narrative:
Depuy still considers this investigation closed.